Event description:
According to the reporter, during robotic-assisted laparoscopic nephroureterectomy procedure, the powered stapler was being fired at the bed side. The powered stapler was set up correctly, they articulate the reload and had it over the vessel. The surgeon started firing and all of a sudden the third column displayed "yellow with a3". The surgeon tried it again but it did not work. The jaws were locked on the tissue and the surgeon did not want to open the jaws to restart. Manual retraction tool was tried but was not working. The surgeon decided to clip both sides of the vessel and attempt to open the stapler and remove it. The stapler could not open and could not straighten. They do troubleshooting like manual retraction tool, restarted the power handle, disconnecting and reconnecting the handle to adapter but none of these worked. The surgeon created a larger incision at the stapler port to remove the stapler. The surgical time was extended approximately 25 minutes due to the product problem. The surgeon used clips to resolve the issue.

Manufacturer narrative:
Concomitant medical products: egia45avm (egia45avm egia 45 artic vasc med sulu, lot number: p2d0573); sigphandle (sig power sigphandle handle, serial number: unknown); sigpshell (sig power sigpshell control shell, lot number: n2c0710y). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod was fully retracted against the hardstop. Functionally, the blue unload switch could be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 46 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position. Also, the device initially fires, but failed to complete the firing cycle, and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected unreported conditions : manual retract tool excessive torque, firing rod not in home position, and rotating ring out of position. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. This can be caused by improperly loading a reload into the device. Functional testing found that after disassembling the device, the j-hook was evaluated. There were deformations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. The product analysis noted evidence that the device was not used as intended. The issue of damage to the adapter assembly may occur when using the manual retract tool to turn the articulation trilobe beyond its intended range. The issue of rotating ring out of position condition may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.